Event description:
It was reported the patient was set up with adaptive stimulation a couple weeks after they were implanted in (B)(6) 2014. The patient noted ¿it was a wonderful thing¿ however two weeks prior to report the stimulation started changing unexpectedly even when the patient was not changing positions. The patient could be walking or sitting or in the same position and all of sudden it would change. The change would generally switch to the upright position. If the patient was in the upright position it would it would stay in the upright position however if they were in another position it would jump to the upright position settings. No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).